Manufacturer narrative:
Other text: b3: unknown. No information has been provided to date. One device was returned for evaluation. Visual inspection revealed a cracked battery door and cracked right plunger case. The event history logs were unable to be retrieved due to the device alarming with a blank screen. Functional testing was able to duplicate the reported issue. The pump powered up alarming with a blank screen. The root cause of the issue was incomplete reprogramming from the base unit (interconnect board) to the head unit (main board) by the customer. The issue was corrected by updating the device software via power point process. The products history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device would constantly alarm when turned on as well as a line across the screen. It is unknown if there was patient involvement, no adverse patient effects were reported.